Manufacturer narrative:
Suspect device received on june 29, 2021. Device evaluation completed on june 29, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture bg iii. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with mentor memorygel, 400cc breast implant experienced right sided capsular contracture baker grade iii and left sided rupture post procedure. The health care professional confirmed pain in left breast / burning pain and losing volume in left side, and on the right the patient has a capsular contracture bg iii. The surgeon confirmed in office a left side rupture and right-side capsular contracture. The report stated that surgical intervention was also performed on the right side. As a result, patient scheduled for bilateral replacements with mentor gel devices on (B)(6) 2021. This report relates to the right prosthesis.